Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there is damage on cable unit the water tightness is lost and pixels are defect. Due to disconnection in camera unit, the image has white dots. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited damage on cable unit the water tightness is lost and disconnection in camera unit. There was no patient involvement.